Event description:
User soaked contacts overnight in solution using their own solution cup. In the morning put one lens in and experienced severe burning. Lens was hard to get back out. In fine print in back of solution bottle, it states that enclosed cup and disc must be used to neutralize solution. User feels instructions not adequate.